Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The customer changed the infusion set the night before being hospitalized and woke up with very high glucose levels. Troubleshooting was performed and the programming was correct. Testing was not possible as there was no reservoir available.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.